Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/19/2020 h.6. Investigation: a sample was returned for investigation. Through visual inspection of sample the complaint was verified. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. The root cause for this defect was determined to be improper coiling and pouching during manufacturing. See h.10

Event description:
It was reported that as lvp bld180m 15d ss tubing was kinked. The following information was provided by the initial reporter: material no.: 2477-0007 batch no.: unknown it was reported the set had a kink directly out of the packaging where the paper strip is applied.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp bld180m 15d ss tubing was kinked. The following information was provided by the initial reporter: material no.: 2477-0007. Batch no.: unknown. It was reported the set had a kink directly out of the packaging where the paper strip is applied.